Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where patient faced some bleeding at infusion site and complete failure of adhesive at infusion site during use due to sweating on (B)(6) 2026.